Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, while being applied on parenchyma transection during a video-assisted thoracoscopic surgery lobectomy, the surgeon was able to press the green button, but was unable to squeeze the handle, and the device did not fire. The same issue occurred on the second reload. Another device was used to complete the case. There was no patient injury.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of two device. Visual inspection of the returned products noted that the reloads were pre-fired. Microscopic evaluation noted that the reloads had damage to the cutting edge of their knife blades. Pmv performed functional testing. The reloads were loaded into a the returned listed instrument for functional testing. The interlocks were overridden and the reloads were applied to test media. All remaining staples were placed, and test media was cleanly transected. Functional testing confirmed the safety interlock feature successfully prevented the reloads from cycling again. A review of the device history record indicates this product was released meeting all quality release specifications at the time of manufacture. Replication of the damaged knife blade may occur when an obstacle has been incorporated in the jaws during application. The information booklet which accompanies each product shipment cautions the user; ensure that no obstructions (such as clips) are incorporated in the instrument jaws. Firing over an obstruction may result in incomplete cutting action and/or improperly formed staples. The root cause of the observed damage was misuse of the product which caused or contributed to the reported condition. No further actions have been deemed necessary at this time. If information is provided in the future, a supplemental report will be issued.